Event description:
Information received indicates the brake will set but not hold.

Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the both brake casters to repair the bed.